Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information provided. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. Angiographic films submitted for review showed that the valve was deployed to 80% but the parallax had not been taken out of the view and one side of the inflow of the valve was shown to be positioned too shallow according to the coronary cusp. The films then showed that the parallax had been adjusted for and the valve depth was confirmed to be at an acceptable depth of 5 mm, and the valve was fully released in an acceptable position. There were no post-procedure films provided and no films provided that demonstrate any recaptures of the device or any interaction with the aortic wall post-implant, therefore, it was unable to be determined where or when the dissection could have occurred. The root cause of the cardiac arrest is unknown as it may have been attributable to a combination of the reported events and other predisposing factors. It was unclear/unknown if the aortic dissection/perforation was potentially caused by and during the cardiopulmonary resuscitation (CPR), if the noted outflow crown direction was axial or radial, or if the patient anatomy may potentially have contributed to this issue, as it was reported that the aortic wall was thin. During CPR it appears that the valve moved out of position and into the ascending aorta. Although no images or data are provided to address the root cause of the aorta perforation it is possible that during the CPR resuscitation motion the CPR induced crown motion perforated the thin aortic wall. Cardiac tamponade is a known effect that can occur after cardiac procedures and is typically a complication of the procedure not the device. Dissections and perforations are can be related to patient factors (such as anatomy, comorbidities, compliance of the aorta, or pharmacological effects), and/or procedural factors (such as sizing and technique). Cardiac arrest, dissections and perforations are known potential adverse effects per the device instructions for use (IFU). The pre-case plan computed tomography (CT) imaging sizing report stated an annulus diameter of minimum 22.3 mm and maximum 27.3 mm with a mean diameter of 24.8 mm. Based on these measurements a 29 mm valve size is suggested. Additionally, as reported for a 83 mm circumference, the valve range for a 34 mm valve per the IFU would be 81.7-94.2 mm which would provide correct sizing and in turn reduce migration potential. With the limited amount of information, an assignable root cause leading to the reported dissection/perforation and bleeding could not be determined at this time. As an autopsy was not performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and resulted in trace paravalvular leak (pvl). The patient was stable and communicating to the staff. Twenty minutes later, the patient arrested and cardiopulmonary resuscitation (CPR) was performed. Transthoracic echocardiogram (tte) revealed tamponade and a pericardial drain was inserted. The chest was surgically opened and cardiopulmonary bypass (cpb) was initiated. A dissection and damage to the ascending aorta were noted. Some of the outflow crowns of the valve had perforated the ascending aorta. The bleeding was unable to be stopped and the patient expired.